Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error messages (error 5 and 7) associated to the patient circuit stirring mechanism will not start and pump 1 is blocked during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. The unit was inspected and it was found the circulator motor was not rotating. The circulator motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, neither concerning trend has been identified. Based on the service activity and taking into account the review of similar events, the most likely root cause of the reported event was identified in a mechanical jamming of the stirring mechanism. It cannot be excluded that environmental conditions such as high temperatures, humidity, condensation and water infiltration, with the possible contribution of the disinfection procedure, may have contributed to the failure of the motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.